Event description:
It was reported a patient underwent a right knee arthroplasty. Subsequently, the patient was revised two years seven months post procedure due to pain and loosening. Infection was encountered during the revision according to hcp through rep comment however no medical records are available to confirm. No additional information available.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs 00596001452 femoral component precoat size d right lot# 63903669 MDR: 3007963827-2022-00039. 00598002702 stemmed tibial component precoat size 2 lot# 64277737 MDR: 0002648920-2022-00028.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code- suggested code: mechanical (g04) - stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. This complaint was not confirmed. The root cause of the infection was determined to not be device related. However, a definitive root cause cannot be determined for the pain, loosening. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.